Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. Reportedly, the customer had loaded cold insulin into the cartridge. The customer loaded a new cartridge onto the pump; however, a cartridge alarm 19 occurred during the load process. The customer was able to reload the same cartridge successfully. There was no reported impact to the customer's blood glucose level.